Event description:
This customer reported that a nurse got shocked by the defibrillator while moving the defibrillator to a different spot. The biomed has verbally communicated that he does not believe that there was any treatment required for the nurse, but he is confirming that point.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.